Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he could tell the implant charge was not lasting as long in the past year. The patient stated it took forever to charge the implant since last year. The patient was going to follow-up with their healthcare provider to have the implant checked. The indication for use was failed back surgery syndrome. No patient symptoms reported.